Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Sample was received without its original packaging inside in a plastic bag. Sample consist in a cassette product. The sample received presented a mark in the extension tube, however that marks in the extension tube are caused at the moment to activate the slide clamp this condition is not verify in cassette process due slide clamp must be don't activate. The root cause could not be determined due complaint was not confirmed, marks in extension tube was generated after released.

Event description:
It was reported when filling the cassette, the sliding clamp takes up different positions and there are notches in the tube as a result. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0100631 is no longer considered reportable, please disregard any MDR reports associated with it.